Event description:
It was reported that the surgeon believes that the electrode array is outside the cochlear. The pt's performance was never good. No reason for the electrode not being inside the cochlear is known by the clinic. The pt will be re-implanted.

Manufacturer narrative:
The device has been explanted. It should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.